Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. It was also reported that echocardiogram revealed the patient experienced a moderate pericardial effusion with diastolic collapse of the right ventricle, cardiac tamponade, and hypotension. The patient underwent pericardiocentesis and was administered anticoagulants. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced deep vein thrombosis.